Manufacturer narrative:
(B)(4).

Event description:
It was reported that chest x-ray showed dislodgement of the lead. The patient was asymptomatic but pericardial effusion was suspected. Physician explanted the lead and a new lead was implanted. New lead showed acceptable measurements. Patient was stable during and after surgery.